Event description:
It was reported that upon opening the foley catheter tray and completing step 3 of attaching a sterile saline syringe to the foley, they were unable to locate the syringe as it was not in the tray as indicated on the product label. There were two lubricant/jelly syringes, but there should only be one and utilize a 10cc saline flush. Surveyed hospital supplies was only able to locate one other tray, currently stocked in med-surg supply, with a note indicating a potential need for sterile saline to have at bedside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that upon opening the foley catheter tray and completing step 3 of attaching a sterile saline syringe to the foley, they were unable to locate the syringe as it was not in the tray as indicated on the product label. There were two lubricant/jelly syringes, but there should only be one and utilize a 10cc saline flush. Surveyed hospital supplies was only able to locate one other tray, currently stocked in med-surg supply, with a note indicating a potential need for sterile saline to have at bedside. Per sample received on 27jul2022, the customer returned the two additional sure step foley tray systems.